Event description:
The revolution catheter was used in a procedure to treat a slightly tortuous and calcified lesion. The customer reported that the revolution catheter became detached during pullback inside the vessel while inspecting stent apposition. The catheter was inspected prior to use and no damage was observed. The physician reported that no resistance was encountered during the procedure and the catheter did not get stuck inside the lesion or to any other devices. The physician used a balloon catheter to dilate the vessel in order to remove the distal portion of the catheter. All portions of the catheter were accounted for upon removal and no portions were left inside the pt. After removing the damaged catheter, the doctor ended the procedure without any further action. There was no report of pt injury or adverse event due to the device malfunction. The pt was released from the hospital according to the original treatment plan and is reported to be in good condition.

Manufacturer narrative:
(B)(6). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for a similar failure mode within this lot. The complaint device has not been received by the manufacturer therefore a device eval has not been performed. Per volcano's MDR corporate position, this case is being reported since a portion of the catheter broke off while inside the pt. A supplemental report will be submitted when the manufacturer's investigation is complete.